Manufacturer narrative:
Combination product: yes.

Event description:
Per hm shock impedance greater than 150 ohms. No noise on near field at this time with in office arm manipulation. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.